Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the battery cap was completely broken. The customer's blood glucose was unknown at the time of incident. The customer stated that there was fluid in the battery compartment. The customer stated that there was failed battery test alarm in the alarm history. Self test was performed and the insulin pump was passed. The customer declined to troubleshoot for failed battery test alarm. The insulin pump will not be returned for analysis.